Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported capsular contracture, baker grade ii, calcifications, nodules, and cyst. The events of cyst and nodules are considered not related to the device. Device remains implanted.